Event description:
Interruption in therapy reported: the pump was programmed to infuse an unspecified antibiotic in the intermittent mode of delivery with an 85.0ml dose every 8 hours and a 1.0ml keep vein open. The total volume in the fluid container was 250.0ml. The pt was coming into the office every day for a bag change. It was reported that one day upon presentation for the fluid container change, the bag was "almost full (estimated that only one dose had actually infused) and the display screen was blank. The pt reported that they did not hear any audible alarms during the course of therapy in the past 24 hours. Despite changing the batteries, the pump did not power on. The physician was not notified and no incident report was generated. The pt's peripherally inserted central catheter line remained patent and intact. The pump was replaced and therapy continued without further reported event. Though requested there was no additional info available.